Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Latitudetm alert transmission summary report patient details / priority / alert reason patient name: (B)(6). Device: l311 accolade MRI/(B)(6). Priority: 2. Further review recommended. Alert: atrial intrinsic amplitude out of range. Summary: atrial intrinsic amplitude out of range. Undersensed atrial beat followed by ap noted on presenting egm and rythmiq episodes. Trend shows lowest atrial intrinsic amplitude of 0.4mv, highest of 4.8mv. Atrial sensitivity fixed at 0.75mv. Consider further review. Battery status ok. Other lead measurements satisfactory. For further questions, contact rhythmcare anz technical services at 1.800.245.559 or rhythmcare_anz@bsci.com. (B)(4) remote clinical specialist rhythmcaretm anz.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range. Review of the trended data showed atrial amplitudes ranged from 0.4mv to 4.8mv. Presenting electrogram and rythmiq episodes showed undersensed atrial beats followed by atrial pacing. Atrial sensitivity is programmed to fixed at 0.75mv. Further evaluation should be considered. No adverse patient effects were reported. This report is being submitted with corrected event description.